Event description:
It was reported that a cartridge alarm occurred during the load sequence and insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose value was 197 mg/dl. Customer loaded a new cartridge to resolve the issues.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the inaccurate insulin gauge issue could not be verified.